Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened down buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was had received button error alarm. The customer's blood glucose level was 90 mg/dl at the time of incident. The customer stated that the buttons are not responding and experienced low blood glucose treated with orange juice and soda. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.